Event description:
Pt developed post-op abscess following roux-y gastric bypass surgery possibly due to failure of equipment during stapling. Staples did not fire correctly which may have contributed to a leak at the anastomosis site resulting in the abscess.